Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was reported to be a myocardial infarction. The patient was hospitalized prior to death for an unrelated issue. It is unknown if dianeal therapy was ongoing prior to the patient passing away. The patient was not connected to the homechoice machine at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and the serial number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.